Manufacturer narrative:
¿The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "design: packaging does not protect implant. Anchor material too delicate. Process: anchor/suture damaged in-process. Inserter manufactured out of specification (such as removing burrs). Protective packaging components missing. Application: rough handling during transportation."

Event description:
It was reported the anchor broke in half when pulled back on tabs to deploy.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the anchor broke in half when pulled back on tabs to deploy.